Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the sjm rep met with the pt and the ipg would not communicate with external devices. The pt did not have stimulation. F/u identified the physician replaced the ipg. It was reported one of the leads was partially out of the header and the ipg was rotated medially. The facility discarded the device. It was reported the pt was well, and received effective stimulation postoperative.